Event description:
It was reported that the right atrial (ra) lead had a possible fracture. The ra lead had a high impedance of greater than 2500 ohms, a high threshold and was unable to capture at full output. There was also some noise seen on the electrogram signal. The ra lead was programmed off until a routine device replacement when the ra lead was capped and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable cardioverter defibrillator (B)(6) 2008, 6947 implantable tachy lead (B)(6) 2008. (B)(4).